Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): software errors were logged on the hard drive.